Event description:
The customer reported an over infusion of d5 normal saline + 150eq bicarbonate (1000ml bag). The infusion was started at 1617 on (B)(6) 2014 at a programmed rate of 75ml/hour. At 1700, the monitor tech notified the nurse that the pt had a 23 beat run of ventricular tachycardia. The nurse checked the pt and found the 1000ml bag half empty when less than 75mls should have infused. There was no report of medical intervention. Although requested, no further pt/event info provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer's request for an event log review has been completed. The report of an over infusion could not be confirmed. The event log shows on (B)(6) 2014 at 4:20pm, the user programmed a guardrails fluid infusion (.ivf) at a rate of 75ml and a vtbi of 1000ml. An alarm for air in line first occurred 5:21pm and the infusion was restarted. The primary volume infused was listed as 75.17ml. Multiple pt side occlusion alarms occurred during the infusion, each time the infusion was restarted. At 10:28pm, a channel disconnect event occurred for the pump module followed by the pcu confirm button being pressed. The primary volume infused was 414.383ml. From the logs the cause of the channel disconnect could not be determined. The root cause of the customer's report of an over infusion could not be determined. No programming errors or mechanical failures were found around the reported event time were recorded.